Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued inside the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue, and the over torqued inner coil.

Event description:
It was reported that the during a new implant procedure, the atrial lead's helix could not be retracted or extended. The malfunctioning atrial lead was not implanted. The patient was stable.